Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged that insulin pump was over delivering and blood glucose was lower than 90 mg/dl. Customer was hospitalized for 10 days on (B)(6) 2020 due to inconvenience with the insulin pump and blood glucose level was 45 mg/dl and 50 mg/dl at the time of incident, it was treated with food. Customer had infection on arm since they had accident during hypoglycemia. Insulin pump will be returned for analysis.